Manufacturer narrative:
Due to chaarcater limit int he e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with the balloon waveform did not have a hair-like shape to it. Texted image revealed hr 119. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.